Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated

Event description:
Allegedly, for unknown reasons patient received a revision.

Manufacturer narrative:
An update was made to this event on (B)(6) 2020 after the investigation review: allegedly, the patient was revised due to the fracture of the modular neck. Therefore the there is no alleged deficiency against this product. Please void the initial report.